Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to heart rates in the 30s, with complete heart block experienced. The device could not be interrogated and premature battery depletion was alleged. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Battery analysis found no evidence of an internal mechanism for premature depletion. If information is provided in the future, a supplemental report will be issued.